Event description:
Did egd with biopsy on the pt. Resolution 360 was used to stop bleeding on the post biopsy site, the clip stopped the bleeding but unable to deploy, metal spring for deployment was kinked, took several mins to straighten it out with surgical forceps to deploy the clip without injuring the pt. It made the procedure longer. There was no injury to the pt. Had the physician not been able to get the clip to deploy the pt would have sustained injury as the clip would have had to have been pulled off the pt as there would have been no other way to get the scope out of the pt. This also caused the procedure to go longer, requiring increased sedation and increased risk for aspiration during the procedure.